Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient was unable to cool to the target temperature of 33c. The patient's temperature was 35c, the water temperature was 702c, and the flow rate was 0.0lpm. Per troubleshooting, the pads were disconnected and reconnected and the flow rate remained 0.0lpm. The system diagnostics showed the flow rate at 0.0lpm, inlet pressure at -1.3, circulation pump demand was 100%, and the pump hours were 1525.3 with the pads connected. System diagnostics began reading erratically and the flow rate would change from 3.5lpm to 0.0lpm, inlet pressure would change from -5.9 to -9.4, and the circulation pump demand would change from 100% to 18%. Therapy was interrupted in order to put the patient onto a different device and the flow rate remained 0.0lpm. Therapy was interrupted in order to replace the pads with a new set of pads and per follow up with the complainant the flow rate remained 0.0lpm. Therapy was interrupted in order to put the patient onto different device. Therapy was able to resumed on the different device with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was unable to cool to the target temperature of 33c. The patient's temperature was 35c, the water temperature was 702c, and the flow rate was 0.0lpm. Per troubleshooting, the pads were disconnected and reconnected and the flow rate remained 0.0lpm. The system diagnostics showed the flow rate at 0.0lpm, inlet pressure at -1.3, circulation pump demand was 100%, and the pump hours were 1525.3 with the pads connected. System diagnostics began reading erratically and the flow rate would change from 3.5lpm to 0.0lpm, inlet pressure would change from -5.9 to -9.4, and the circulation pump demand would change from 100% to 18%. Therapy was interrupted in order to put the patient onto a different device and the flow rate remained 0.0lpm. Therapy was interrupted in order to replace the pads with a new set of pads and per follow up with the complainant the flow rate remained 0.0lpm. Therapy was interrupted in order to put the patient onto different device. Therapy was able to resumed on the different device with no further issues.